Event description:
As reported by the field clinical specialist, approximately 5 years, 7 months following a transfemoral tavr procedure with a 26 mm sapien 3 valve, the patient presented with symptoms of heart failure. Upon evaluation it was found that the sapien 3 valve exhibited severe stenosis and thickened and calcified leaflets with reduced excursion, with mean gradient 62 mmhg and valve area index measured at 0.55 cm2/m2 by transesophageal echocardiogram. A CT performed showed diffuse leaflet calcifications on the sapien 3 valve. The valve was explanted, followed by aortic valve replacement, ascending aortic replacement, coronary artery bypass grafting and left atrial appendage ligation concomitantly. The patient tolerated the procedure well and was transferred to the ICU in stable condition. The patient was discharged home in stable condition.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest that patient factors/ patient risk factors may have contributed to an increased risk of bioprosthetic valve leaflet calcification, including progression of the patient disease process and medical history of chronic kidney disease stage 3, diabetes mellitus, hypothyroidism and hyperlipidemia. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.